Event description:
Shunt implanted on 10/17/96 for hydrocephalus. The shunt was removed on 10/19/96 for malfunctioning.

Manufacturer narrative:
This complaint was reported to co twice: one by the hospital and once by the distributor. Product evaluation will be reported on report number 2021898-1997-5, follow-up #1.